Manufacturer narrative:
The interface (umbilical) cable for the imaging system was returned to the manufacturer for evaluation. Testing found that the cable failed visual inspection and that the cable passed functionality testing when connected to a known operational imaging system.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was noted with the frontal seeker of up to 2 centimeters. It was reported that other instruments were precise. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: additional information received reported it was suspected the issue was user error. It was noted no further issues were encountered following the alleged event.